Event description:
(B)(4). One month after essure was placed I began seeing an increase in the number of migraines I was getting. Since I was 13 years old I would get 1 migraine per month. But since essure I get 3-4 per week. Also, I now get sharp pain on the right side of my abdomen that radiates down my right leg.